Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line. The customer's blood glucose (bg) level was 250 mg/dl and the bg level was addressed with a bolus via the pump. The customer primed the tubing to address the event and resumed insulin delivery.